Event description:
A customer reported that during cataract surgery an ophthalmic surgical console output was slow during a surgery (actually for about 18 mo according to the surgeon). It took too long to cut through the lens and resulted in a tear in the eye. The surgeon planned to used a different lens. New information received indicating machine was unable to break up even small fragments and switched to the coaxial I&a instead. The chamber fluctuated more than normal during this step and it was noted that the irrigation outside the eye on continuous mode was somewhat weaker than normal (lower flow). Posterior capsular tear requiring anterior vitrectomy procedure. Patient¿s issues was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative did not confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).